Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
The customer reported that in the middle of using the system, the anaesthetized pt was on the table and the foot pedals were not working.